Event description:
It was reported that a customer experienced a twisted piston, which made it impossible to insert a cartridge into the device. There was no information regarding the impact on the customer¿s blood glucose level. The customer planned to return the pump, and arrangements were made for a replacement pump.